Manufacturer narrative:
This follow-up is being submitted to relay additional information. Corrected: b1 this is a serious injury only. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2024-00051 0001822565-2024-00680 d10-medical product tibia cemented 5 degree stemmed right size g item# 42532007902 lot# 64813139 femur trabecular metal (cr) standard porous item# 42502806802 lot# 64577530 g2- australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and ten and a half months post implantation due to instability. Attempts to obtain additional information have been made; however, no more information is available at this time.